Event description:
It was reported that customer was admitted as an inpatient to a hospital fr diabetic ketoacidosis. Troubleshooting was performed and pump programming. Physician advise customer to have the pump replaced.